Event description:
It was reported that an interlock error intermittently displayed on the 9600 system preventing x-rays. No patient injury was reported.

Manufacturer narrative:
Service call cancelled by the customer. Advised that they will address. No further information. If additional information becomes available we will advise.